Event description:
As reported by customer in another country, during a procedure six encore inflation devices were utilized. It is claimed that due to air getting into the shaft the user was unable to deflate the balloon catheter placing the stent. The procedure was completed without pt injury. Only one device sample was returned by the end user. The others were disposed of at the hosp.

Manufacturer narrative:
The device history records for the reported lot number were reviewed and no quality or mfg deviations were noted. The returned device was visually examined and found to have been assembled according to specification. The device components were checked for any damage or anomalies. There was no evidence of any damage or defects on any of the components. When functionally tested per mfg specifications for leakage, gauge accuracy, locking mechanism and simulated use pressure testing, the device passed all testing. As the returned sample functioned as intended, the complaint is unable to be confirmed and the root cause is unk. The reported event is not occurring more frequently or with greater severity than is usual for the device.